Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular (rv) lead impedance alert and the lead displayed low impedance. Approximately two days later the impedance value was found to be normal. The lead remains in use and no patient complications have been reported as a result of this event.